Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2010 to report that she experienced a failed sensor. Upon removing the sensor, patient noticed that the sensor wire remained underneath her skin. She reported that she could not see the sensor wire but that she could feel it underneath her skin. Patient reported that she had some discomfort at the insertion site but reported that the insertion site looked normal.